Event description:
A device report received from synthes (B)(4) reported: patient status post implantation on (B)(6) 2010, approximately one year post op, underwent a reoperation for an unknown reason. The plate and screws were intact prior to reoperation. During the procedure surgeon was unable to remove 2 screws from plate. Plate with 2 screws remain in patient. This is two of three reports for this event.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be completed.